Event description:
Blood chemistry test ordered by cpoe in pt with multi-sys failure. It has become commonplace for orders to not be carried out. The intended recipient does not get the order, although there are other etiologies. There is not any notification that the ordered test was not done. This seems trivial on the surface, but, the eval and mgmt of a critically ill pt was delayed. There are not any records of the incidence of this cpoe problem in which a test is ordered but not done. It subjects critically ill pts to risk.